Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced an instrument motor step error and a low sodium result for one patient sample, which resulted higher when run on a different analyzer, an istat, at the customer site. Sample was drawn from the patient in the emergency room and collected in a lithium heparin sample tube. Initial result using whole blood and run on the istat analyzer gave 136 meq/l. The same sample was centrifuged and plasma from this sample was poured off into a sample cup and run on the integra 400 giving 130, and repeated giving 132 meq/l. A second serum sample obtained from the patient the same day was run on the i400 giving 131 mmol/l. This serum sample was reported to be hemolyzed. User said the sodium result from the istat was reported out to the doctor, and treatment was based on this result. The sodium results from the integra 400 analyzer were not reported. Patient was not adversely affected. Sodium electrode lot number was not provided. The field service representative determined the cause was a dirty pipette shaft. He cleaned pipette shafts and replaced dosage pipette tips for probes b & c and primed the system. To verify analyzer performance the system initialized and performed primes without errors and customer controls were acceptable.